Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that insulin pump had multiple pump error alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Also, device passed self-test, a21 error test. No unexpected a17, a47 alarm, a21 alarm or reset time or date anomaly after change battery noted during testing. (B)(4).